Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This report represents 1 of 11 allegations involving episodes of unresponsiveness reportedly related to hypoglycemia. Please see the following related complaint records: (B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. This report represents 1 of 11 allegations involving episodes of unresponsiveness reportedly related to hypoglycemia. The patient stated that all eleven events shared similar characteristics but occurred on different dates approximately seven years ago. On or around on (B)(6) 2019, the patient reported experiencing a severe hypoglycemic episode during which he became unresponsive and required emergency medical services (ems)/paramedic intervention. The patient recalled that his blood glucose level was measured at 21 mg/dl following the administration of epinephrine by paramedics. He reported that he did not receive a low-glucose alert from his dexcom continuous glucose monitoring (cgm) system at the time of the event. According to the patient, ems personnel verified the blood glucose readings upon arrival. Emergency services were typically contacted either by his girlfriend or by individuals present at the location where the episode occurred. The patient stated that he was transported to the hospital, where he remained in the emergency department for approximately 8-10 hours. Following discharge, he reported experiencing residual symptoms including fatigue, weakness, and mental fogginess. Due to the passage of approximately seven years, the patient was unable to recall additional details, including specific emergency department interventions or follow-up care related to this event. On (B)(6) 2026, when following up with the patient by technical support care, the patient confirmed the occurrence of 11 hypoglycemic episodes. However, he was unable to continue the call due to a scheduled physician appointment and requested a callback. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. Regarding related incidents, the patient was unable to recall specific prior issues experienced with the dexcom cgm system. However, he verbally alleged that a dexcom malfunction contributed to his unresponsiveness during the hypoglycemic event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 03/30/2026.

Manufacturer narrative:
(B)(4).